Event description:
The contact stated that the customer had been receiving low glucose readings such as 20, 14, and 10 mg/dl. The customer did not allege any adverse event due to the low readings. The contact also stated the customer had been storing the strips in a plastic bag. The importance of storing strips in the original container was explained. The strips are to be returned for evaluation, and replacement strips will be sent.